Event description:
A cardiac perforation occurred during an a-fib ablation procedure. A constellation catheter was placed in the left superior pv via a transeptal approach. A biosense webster navistar catheter was being used in the left atrium. About 30 minutes into the procedure, the patient's blood pressure dropped. Using cardiac echo, pericardial effusion was observed. Pericardiocentesis was performed, but the patient's chest had to be opened. Patient was stabilized and taken to surgery. The constellation catheter was fully deployed and had not been moved for 15 to 30 minutes prior to the observation of the drop in blood pressure. The positioning of the constellation looked very good on fluoroscopy, and nothing unusual was observed. At the time of the drop in blood pressure, the navistar (biosense webster) catheter was being repositioned. The patient expired upon removal of life support 3 days after the procedure. The hospital concluded the boston scientific constellation catheter was not the cause of this event.